Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer experienced ongoing blood glucose (bg) levels of 300 mg/dl due to the cartridge alarm 19's. A correction bolus was delivered to address bg levels. In addition, it was confirmed that the customer had a backup pump available as alternate insulin therapy.